Manufacturer narrative:
On (B)(4), 2012, through an internal audit investigation it was discovered that some dates included in the original MDR report were incorrect. (B)(4).

Event description:
The abbott vp 2000 processor is a device designed to automate and standardize slide specimen processing routine slide staining for the laboratory. The following deficiencies were identified in the complaint investigation (two customer complaints from one customer site) that could lead to leakage failures or the inability to run the instrument: the basins exhibit a crack along the bottom seam and non-uniform coating in the interior corners. The basins exhibit severe warping of the aluminum housing. The basins exhibit incorrect dimensions when performing squareness test. There is no health hazard associated with a delay of results, however, leaking could result in a slip hazard. The overall estimate for this failure is 1.1% (based on basins known to be related to this issue). Leaking rate is expected to be about 1 to 2 drops per minute (< 100 ul per min). When a loaded basin is either used in the vp2000 or stored on the lab bench, in the typical usage time (< 8 hrs), the leaked liquid will be less than 50 ml. The overall risk is low.

Manufacturer narrative:
Abbott molecular to distribute urgent product recall (3005248192-06/18/2010-001-c) via (B)(6) shipment to united states customers based on customer receipt of vp 2000 processor and basin spare part since (B)(6) 2008. Technical service bulletin will be made available to instruct field service engineers to inspect and, if necessary, replace heated basins. Additionally, as spare part replacement inventory becomes available, (B)(4) technical services may begin executing telephone protocol and provide replacement basins sufficient for customer to destroy all current heated basins and replace with those provided. Technical services will provide customer reply form to be completed by customer at time of receipt of replacement basins.